Manufacturer narrative:
Based on the available information and investigation completed at this time, the issue could not consistently be reproduced and cause could not be determined.

Event description:
It was reported that the monaco patient plan report showed high mu values of 5000 per fraction for each of the two fields. There was no report of mistreatment based on the available information.